Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that his monitor would not power up. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor will not power up) has been confirmed. Upon eval, the monitor was found to have a defective component, c1. The c1 component is an equivalent series resistance capacitor located on the computer/analog pca board. The c1 component shorted out and caused the monitor to malfunction. The root cause of the electrical short circuit cannot be positively identified but was likely random component failure. No adverse event resulted from the defective component. The pt received a replacement electrode belt.